Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the scissors confirmed the presence of a linkage break. The hinge pin that is part of the scissors assembly is missing. Possibly fell off as a result of the linkage break. The hinge pin was not returned with the scissors. The scissors were functionally tested with a monopolar handle using (B)(4) material for the cutting test. The scissors failed the cutting test due to the linkage break. The probable root cause for the linkage break is excessive force applied by the user. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the arm of the device broke at the attachment loop and the piece was not retrieved.

Event description:
It was reported that the arm of the device broke at the attachment loop and the piece was not retrieved.